Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Feeler probe broke off into vertebral body of right l4 when probing screw hole. Broken fragment was removed.

Manufacturer narrative:
UDI: (B)(4). The straight ball tip feeler (product code: 2750-10-140, lot number: ty16168) was returned to the customer quality unit (cqu) on march 9th, 2017. The probe¿s tip has broken off with the shaft being slightly warped and bent. The tip itself was not returned. The probe was subsequently submitted for fracture analysis. Optical imaging of the fractured surface shows evidence of plastic deformation and a rough appearance across the entire surface indicating that the driver tip underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. It has been noted that if a hardness test were to be performed using c scale, it would not be considered accurate. C scale hardness measurements are accurate down to approximately 0.25¿¿. The diameter of these instruments is approximately 0.08¿¿ at their widest. Therefore, accurate readings of the hardness of these instruments are not attainable using available gages. However, a material certification of compliance was submitted for lot ty16842. This lot was found to be within acceptable boundaries according to the results of each of the certificates of compliance. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the sample and the information provided. The results of fracture analysis have determined that a potential root cause may be static overload failure due to an unexpectedly high amount of force placed on the probe tip, resulting in the probe tip breaking. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.